Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, a definitive cause for the reported filter dislodgment could not be determined. It may be possible that filter was carrying an excessive embolic load preventing the filter from fully collapsing into the retrieval catheter and while pulling the barewire, a separation of the barewire at the step occurred resulting in dislodgment of the filter. However, without having the device returned for evaluation, this could not be confirmed. The subsequent patient of obstruction/occlusion, stroke, and foreign body left in the patient appear to be related to circumstances of the procedure. The reported patient effects of occlusion and stroke are listed in the emboshield nav6 instructions for use, as known potential adverse events associated with carotid stents and embolic protection systems. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1: correction to adverse event/product problem field, product problem was added h6: correction health effect clinical code 2687 was added. H6: correction medical device problem code 2993 was corrected to code 2923.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the carotid artery. The emboshield nav6 embolic protection system (eps) was used in the procedure. Following a deterioration in the patient's general condition after the procedure, a cranial CT scan was performed. A foreign body was located in the intrapetrous carotid region, apparently retained from the emboshield device. This caused acute occlusion of the stent on the first post-operative day. The patient experienced a major stroke and required prolonged hospitalization. No additional information was provided.